Event description:
It was reported that the outer shaft of the microcatheter fractured. A direxion? Hi-flo? Fathom?-16 system was selected for use in a prostate embolization procedure. The procedure was completed without issue. When the microcatheter was removed from the patient, it was discovered that the outer shaft had fractured. The inner lumen of the device was still intact. There were no patient complications as a result of this event.